Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was prescribed antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
The correct patient identifier is (B)(6); not (B)(6) as previously reported. Per the clinic, the patient was administered steroid injections as well as oral antibiotics due to infection at the implant site. It was also reported that the patient is a diabetic. The implanted device remains.